Event description:
Report received from USA stating that the device bottom plate came off. It is known that this event did not occur during surgery, however, it is unk if there as patient/user injury or medial intervention. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).